Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from toxic cobalt chromium metal ions, metallosis, pain, discomfort, and inflammation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 2/1/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported metallosis, patient could not do daily tasks to run farm, numbness in feet, hearing and eyesight problems, rash on ankles, balance issues, and pain. Revision surgical report noted the patient with increased ions, no metallosis, a more vertical cup position and the liner was stuck in the cup and on attempt to remove the liner, the entire cup and liner came out together. There were no lab results. The cup will be added to complaint for malposition and loosening. Part/lot updated. The complaint was updated on: feb 25, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other related reports against the product/lot code combinations. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 4/11/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Lab results for metal ions were greater than 7 parts per billion and co-morbidities updated. Pathology report from revision surgery reported femoral head and taper had fretting corrosion, harms updated. There was no report of corrosion on the stem. Medical records also reported hip stiffness, range of motion difficulty and instability. There is no new additional information that would affect the existing investigation. The complaint was updated on: may 3, 2016.

Event description:
Update jun 13, 2017: legal medical records received. Litigation has no new allegations. After review of the medical records for the MDR reportability, patient was revised due to failed right hip replacement secondary to metal on metal with increased ions and pain. It was stated in the operative indication that the right hip had a more vertical position cup. Revision notes stated that there were no signs of any frank metallosis and very little joint fluid in the joint itself. The trunnion and stem was found to be in good condition and stable. Attempts were made to remove the metal liner and it was found to be ceased to the cup. The frozen section of the scar tissue came back negative for acute inflammation. Surgical pathology report stated that the posterior capsule biopsy had partially necrotic fibrous membrane with mild chronic inflammation. Laboratory results for cobalt are above 7ppb. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.